Event description:
It was reported that during the surgery t1 and t2 deploy simultaneously. No patient injuries or delay were reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. Both ts remain on the delivery needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. The device was not returned in the condition of the reported complaint of simultaneous deployment. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system is intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customer complaint cannot be confirmed. From theinformation provided, the device simultaneously deployed during use, causing both implants to deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pushing the deployment slider twice prematurely deploying the second implant. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.